Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.